Event description:
An employee using cidex activate dialdehyde solution in a probe washer was diagnosed with dermatitis on their hands. They previously wore latex gloves and in july 2000 was provided with a different type of gloves with long sleeves. They have a rash on their hands and fingers that was not gone away since july 2000. They were diagnosed with dermatitis on their hands and has rec'd ultavate ointment.